Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the ems did not seem that any staples were in the device initially. Then after firing a few times staples then came out. Then after a few staples were fired the device jammed. There was no consequence to the patient.